Event description:
The user facility's biomedical engineer (biomed) reported that during preventive maintenance (pm) of the device, the latch was broken on the ultrasonic air sensor (uas.) There was no patient involvement.

Manufacturer narrative:
The customer repaired the uas with a new latch. The suspect latch was not saved and thrown away. No parts will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.